Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on attempting to insert the right atrial (ra) lead upon completion of implantation of right ventricular (rv) lead, the lead got caught and exhibited placement difficulty. A second sheath was used to deploy the lead. It was reported that the lead exhibited resistance and the lead had protruded. The lead remains in use. No patient complications have been reported as a result of this event.